Event description:
It was reported to philips that frequent tube over load occurred during technique on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided operational guidance to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).